Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted but not used during the implant procedure. The operator reported resistance during introduction of the right ventricular (rv) lead into the port of the device header. The ICD was removed and replaced. The rv lead again had resistance when connecting to the header. Additional implant tools were used to complete the connection and parameters were within acceptable range. The ICD and lead remain in use. No patient complications have been reported as a result of this event.